Event description:
It was reported that the battery of a novum iq large volume pump prematurely depleted. This was an out-of-box failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported depleted battery issue was not reproduced; the device turned on with no issues noted. A review of the event history log revealed "depleted battery" alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.